Event description:
It was reported that the surgeon implanted a three piece silicone lens model aq2010v and had to change the lens to an ac lens due to the inability to place a sulcus lens appropriately in the eye. Further information has been requested but none forth coming. If more information is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation results: other - a visual inspection of the returned product shows a portion of the optic and a haptic is torn off. There is reddish residue on the lens.